Event description:
Pt undergoing PICC placement utilizing spring wire guide. During placement wire frayed and distal tip (approx 5mm) was retained under skin. A superficial incision was made and the wire fragment removed in its entirety with no adverse outcome to pt.